Event description:
A malfunction was reported on the pump, which occurred after the pump was plugged into the charger for a day and a half. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.